Event description:
The graft was very carefully sutured with enough ptfe at the anastomotic margins, however, the graft tore several times during the suturing of the anastomosis. It was reported that the surgeon has previously used thi type of graft for 8 years. The surgeon was completed with a patch.